Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then inserted the was into the laa of the patient. While removing the non-boston scientific pigtail catheter out of the was, the physician noted that there was a thrombus on the end of the pigtail catheter. Transesophageal echocardiogram imaging showed that there was no thrombus present in the laa of the patient. The procedure was continued after this and successfully completed with the closure device implanted in the laa of the patient. There were no other complications or consequences as a result of this event.